Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 9 years since the subject device was manufactured. Based on the results of the investigation, the image sensor unit and/or circuit board inside connector was broken. However, a definitive root cause could not be established. The event can be detected by handling the device in accordance with the following section of the instructions for use (IFU): "inspection of the endoscopic image.". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that there was no image on the bronchovideoscope during an unknown procedure. There was no report of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed due to a shortcut of the circuit board unit. Other evaluation findings are as follows: the forceps channel port had a scratch; the light guide lens had a chip; the plastic distal end cover was corroded; bending angle in upward direction does not meet the standard value due to wear of angle wire, and the adhesive on the bending section cover had a crack. The investigation is ongoing and follow up is in progress to obtain additional information. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.